Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely after 3 days of wear. As a result, the customer experienced symptoms of weakness, sweating, and confusion and was unable to self-treat. The customer was provided food by a third-party treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported that the adc device detached prematurely after 3 days of wear. As a result, the customer experienced symptoms of weakness, sweating, and confusion and was unable to self-treat. The customer was provided food by a third-party treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and the reported serial number provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.